Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous low result for one patient sample tested for a1c-3 tina-quant hemoglobin a1c gen.3 (hba1c) on a cobas c513 analyzer commercial system (c513). The patient started receiving 60 mg. Injection dosages of gammaguard in (B)(6) 2018. The patient received injections on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018. The customer believes that the gammaguard medication is interfering with the hba1c assay. The patient's hba1c result had historically been around 8.0%, but after receiving injections of gammaguard ivig a new sample from the patient resulted as 5.5%. The 5.5 % value was reported outside of the laboratory to a clinician, who did not believe the result. The sample was sent to another laboratory for testing on an abbott analyzer and the result was 5.5%. No adverse events were alleged to have occurred with the patient. The patient was not harmed. The serial number of the c513 analyzer is (B)(4). The field service engineer performed preventive maintenance on the analyzer. The customer declined any further service.

Manufacturer narrative:
Refer to the attachment for additional test data, medications, and medical assessment of the patient. Pages 1-4 is information from an office visit which occurred on (B)(6) 2018. Pages 5-7 is information from an office visit which occurred on (B)(6) 2017. - attachment: [(B)(6).pdf]

Manufacturer narrative:
Medwatch field has been updated. An interference of the drug gammagard lyophilisate can be excluded. The investigation could not determine a definitive root cause.

Manufacturer narrative:
It has been clarified that the concentration of liquid gammaguard given to the patient was 60 mg/ml.